Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered and vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 16 synergy ii drug eluting stent was advanced but failed to cross the lesion. The lad was the noted to have dissected. Upon removal, difficulties were encountered. No further patient complications were reported.